Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing where the atrial pacing is oversensed on the ventricular channel. There were also questions on why there was atrial pace during atrial tachy response (atr) episodes. Ts explained that it was due to the algorithm. Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.